Manufacturer narrative:
Steris monitors relevant websites and social media sources per our social media policy to identify potential complaints. Through this process, steris identified an anonymous post reporting that their hand control is not operating properly. Steris responded and provided contact information for a steris product manager including name and phone number however; steris has not received a response. Based on the information provided in the anonymous post this event appears to meet our reporting criteria for medical devices. A follow-up report will be submitted if additional information becomes available.

Event description:
The complainant reported that their surgical table's hand control was not functioning properly.